Event description:
Intraosseous infusion devices are used for point of injury care in combat as well as an alternative to intravenous therapy. There have been two cases reported where a tibial io needle was used to perform intraosseous therapy in the sternum. In both cases it is demonstrated that the needle actually completely penetrated the sternum. Evaluating the labeling of the different io devices shows a grave error. The kits all have the site identified as to where the needle can be used, however, the replacement needles are not identified as such. This is a dod level medwatch. We believe all io needles and devices should be evaluated for labeling information. Dates of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: fluid resuscitation.